Event description:
It was reported that the safety mechanism of the deice was not engaging. The event exposed the nurse to a needle stick incident. Safety did not engage and needle stick injury while removing the ivad from the patient during discharge - went to employee health, had blood work done and received prophylaxis medications as a result - patient also had blood work drawn. The defective products were discarded in sharps container. Patient had blood work done to confirm need for prophylaxis.

Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.